Manufacturer narrative:
The investigation has started. A supplemental will be submitted when any new information is received.

Event description:
The event occurred in (B)(6). We received a report of the following: irrigation pressure wasn't enough so during surgery the eye collapsed several times. Tried to rinse the hand piece with pressure to loosen the blockage, but that did not help. The procedure was completed with a different device/pack.

Manufacturer narrative:
Examination of the returned phaco hand piece revealed that the irrigation port of the instrument was obstructed by a metal particle that did not originate from the instrument itself. Although the particle could originate from the phaco needle or another instrument used during surgery, it could also originate from residues present during the cleaning procedure. The particle was removed and the instrument was tested and found to be functioning in a proper manner. The hand piece will be returned to the customer. Review of the complaint database revealed that no similar complaints have been reported to dorc previously.

Manufacturer narrative:
Investigation is started. Follow up: investigation is not completed yet. So far it was found that the alleged blockage could be confirmed when a cannula was inserted into the irrigation port. For further examination, the hand piece was sent to the initial manufacturer and particles were sent to a research agency for a material investigation to determine the origin of the particles. D.o.r.c. Did not yet receive the investigation results.